Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that at a routine follow up an x-ray showed this competitor right ventricular (rv) distal pin lead was not fully inserted into this implantable cardioverter defibrillator (ICD) header and high out of range shock impedance measurements were noted. A revision was done and the lead was re-inserted into the device header with normal measurements obtained at the end of the procedure. No adverse patient effects were reported. Subsequent this device was explanted and returned. No additional adverse patient effects were reported.